Event description:
It was reported that the jetstream stopped working during the procedure. Two jetstream xc 2.1mm catheters were selected for an athrectomy procedure in the superficial femoral artery (sfa). The patient had multiple stents. During the procedure, the first jetstream catheter worked for a bit, then it just stopped working and would not go any further. The catheter would not advance or rex backwards. The first catheter was manually pulled out of the patient. A second catheter was then used. As they were advancing the second catheter, it was noted that the catheter started to balloon and bunch up, it just kind of "accordioned." This made it difficult to push the catheter through the sheath. The catheter could not be used anymore. The procedure was completed with another of the same device. There were no patient complications reported and everything was fine with the patient.